Event description:
It was reported after a coronary artery bypass graft after using an lc107 the surgeon reports the pt experienced post-operative bleeding due to a ligaclip falling off a vessel. The pt was opened and the bleeding was stopped.